Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi medical products: webster cs catheter (d-1353-03-s/30022186m); soundstar eco catheter (m-5723-17/e8101322); carto 3 external reference patch (d-1283-02/ ll015468); preface guiding sheath (301803ms/17711875); coolflow tubing set (d-1233-01-s/224107). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During left pvi, the patient became gradually hypotensive. The soundstar eco catheter revealed a ventricular pericardial effusion. Pericardiocentesis yielded 380 ml of venous blood. Blood pressure was stabilized. Procedure was completed. Physician¿s opinion regarding the cause of the adverse event is that presumably, excessive pressure was applied during ablation while using the thermocool® smart touch® sf bi-directional navigation catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
On 7/23/2018, additional information was received indicating the patient's sex is male. The adverse event occurred during ablation phase of the procedure and it is unknown if extended hospitalization was required as a result of the adverse event. Patient outcome is fully recovered. There were no factors cited that might have contributed to the adverse event. Transseptal puncture was not performed during the case. The generator settings at the time of injury included power control mode. There¿s no information regarding temperature, impedance and power values. Correction to device history record provided in the initial 3500a. The correct statement is as follows: the device history record (DHR) for the lot number 30004378l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref # (B)(4).